Event description:
My philips dreamstation 2 machine started to strongly smell like burnt. I cleaned all of the tubing and exchanged the other accessories like the filters, etc. But it continues to push out a very strong scent of burnt. I discontinued using the machine for fear of causing a fire.